Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2022, a washer 7.3mm titanium broke. In the procedure, a sacroiliac fracture was treated with percutaneous fixation using 7.3 mm cannulated screws and washers. After tightening the screw, the washer broke apart. The washer was replaced, and the break was repeated. This report is for a washer 13.0mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment img-20220131-wa0101 visual analysis of the photo revealed that the washer ø13/6.6 f/scr ø4.5-7.3 sst had a break condition, this condition is related with the customer complaint regarding a broken condition. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The overall complaint was confirmed for the washer ø13/6.6 f/scr ø4.5-7.3 sst. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> part # 219.99. Lot # l448994. Manufacturing site: werk raron. Release to warehouse date: 27 jun 2017. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that there was a fifteen (15) minutes surgical delay due to the reported event. The procedure was successfully completed by replacing the washer. Patient outcome is reported as fine. The patient has a good prognosis, without any motor impairment

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.